Event description:
Customer reported missing history logs from pump, which occurred after pump shipment date. Blood glucose level was noted as "high," but specific value remained unknown. Customer addressed high blood glucose with a correction injection using manual delivery. Customer continued using pump for insulin therapy, and no assistance from third party was required. Technical support informed customer that some logs may have been erased, but therapy was unaffected, and customer acknowledged and understood explanation.